Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the patient was transferred to another system to complete the procedure that was in progress when the event occurred. No harm to the patient or user was reported. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and assessment of the system event log found that the 230v ac power was off, indicative of a burnt out f11 fuse. Further troubleshooting determined that only the detector couldn't move. It was determined that the root cause was a defective motor control board (amc) the fse replaced the amc. After the amc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements failed. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.